Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (calcification and the pressure during valve deployment) may have caused or contributed to this event. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards (B)(4) affiliate, post transfemoral tavr procedure with a 29mm edwards sapien 3, a slight leakage was noted on angio and was initially confirmed by echo as a pericardial tamponade. The patient was hemodynamically unstable and was resuscitated. A pericardial tamponade it was used to aspirate the blood volume, and the patient became stable. The angio showed no leakage, however, while in route for a CT scan blood loss was shown in the blood container. The patient was then converted to an savr to stabilize the patient. The slight leakage was thought to be a pericardial tamponade; however, an annular rupture was identified. While in the or, the patient had brain damage due to the being resuscitated and remained in nursing care. As per medical opinion, the root cause of the event was the amount of calcification and the pressure due to the valve during the deployment.

Manufacturer narrative:
Correction to d1, d4, h4, and h6 based on additional information received.